Event description:
Daughter of the end user reported that they were pushing her mother through her living room in a 9805 hydraulic lift when the lift allegedly stopped, a caster wheel bent and came right off. Daughter reported that there is carpet on the living room floor. User allegedly fell from the lift onto the back of her head and right shoulder. Daughter stated there is no bruising and mother did not want to go to the hospital. Daughter states her mother is alleging her head and shoulder ache.